Event description:
It was reported that this patient had not been seen in a long time, and was currently in for evaluation for atrial fibrillation (af) ablation procedure. Device interrogation revealed that the right ventricular (rv) lead had chronic high out of range shock impedances coil to coil greater than 200 ohms. The physician performed defibrillation threshold (dft) testing, where the results remained unknown. The lead remains in-service. No adverse patient effects were reported.